Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 197 mg/dl. The customer had taken a manual injection. Troubleshooting was not performed because the customer was at a doctor's office. Assistance was provided to clear the alarm and the customer was advised to call back once they were done with their appointment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.